Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4196 lead, implanted 2012 (B)(6); 3830 lead, implanted 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.